Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and medical records have not been provided. A sample was not returned for further evaluation. No lot number was provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided by the patient's attorney, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Should additional information be provided, a supplemental emdr will be submitted. This emdr represents the bard/davol composix kugel (device 1); an additional emdr will be submitted to represent the bard/davol perfix plug (device 2). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on(B)(6) 2011 - the patient underwent surgery for implant of an unspecified bard/davol composix kugel (device 1) and an unspecified bard/davol perfix plug (device 2). Ni/ni/ni - the patient had unspecified injuries. As alleged, the patient is making a claim for an adverse patient outcome against the composix kugel (device 1) and the perfix plug (device 2). As reported, the patient's attorney alleges a general claim related to the composix kugel (device 1) and the perfix plug (device 2) "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained."

Event description:
The following was alleged by the patient's attorney: (B)(6) 2011 - the patient underwent surgery for implant of an unspecified bard/davol composix kugel (device 1) and an unspecified bard/davol perfix plug (device 2). Ni/ni/ni - the patient had unspecified injuries. As alleged, the patient is making a claim for an adverse patient outcome against the composix kugel (device 1) and the perfix plug (device 2). As reported, the patient's attorney alleges a general claim related to the composix kugel (device 1) and the perfix plug (device 2) "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained." Addendum per additional information provided: (B)(6) 2011 - patient was diagnosed with right inguinal hernia thereby underwent laparoscopic repair with implant of composix kugel mesh (device #1) and perfix plug (device #2). Per operative notes, ¿the hernia sac was reduced. A composix kugel mesh (device #1) and perfix plug (device #2) was placed in the right inguinal area and sutured.¿ (B)(6) 2016 - patient was diagnosed with left indirect inguinal hernia, femoral hernia and right groin mass in the subcutaneous tissues thereby underwent laparoscopic repair with explant of meshes (device #1 & #2) and implant of 3dmax light mesh (device #3). Per operative notes, ¿the femoral hernia as well as left inguinal hernia sac was reduced, a 3dmax light mesh (device #3) was inserted into the dissected space of left side and tacked. Next, the right groin mass was excised along with the perfix plug (device #2) and composix kugel mesh (device #1) circumferentially and removed.¿ attorney alleges that the patient had bowel obstruction, mesh migration, mesh shrinkage, constant pain and emotional injuries. It is also alleged that the patient had hard bowel movement, not able to have sex due to the pain, fear of bowels dropping in hernia pocket that caused to fear about bowel movements.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and medical records have not been provided. A sample was not returned for further evaluation. No lot number was provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided by the patient's attorney, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 4 years 10 months post implant of composix kugel mesh, patient was diagnosed with right groin mass thereby underwent repair with removal of mesh. Review of manufacturing records shows product was manufactured to specification. Note, the manufacturing date (15-feb-2011) is considered to be a best estimate. This supplemental emdr represents the mesh ¿ composix kugel (device #1). Additional supplemental emdr was submitted to represent the perfix plug (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.